Event description:
It was reported that this right ventricular (rv) lead exhibited non-physiologic lead noise with oversensing. In addition, rv pace impedance trends showed 3 dips in measurements from the usual range (667 ohms) to 487 ohms, 511 ohms, and 355 ohms. Boston scientific technical services (ts) recommended bringing the patient in for further lead evaluation and x-rays as this appears to be a lead integrity issue. Remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).